Event description:
Silicone breast implants implanted 6/18/95. Progressive disability resulting from leaking silicone breast implants. Diagnoses: a) depression b) myofascial pain syndrome c) peripheral neuropathy d) organic brain syndrome e) sicca complex f) carpal tunnel syndrome, g) deconditioning. Hysterectomy 12/87. Implant removal 2/15/95.